Event description:
It was reported that the lead was explanted due to high thresholds and phrenic nerve stimulation. The lead was explanted and replaced. The replacement lead was implanted after the use by date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.